Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endovascular repair of thoracic aorta injury: 17 years of single-center experience procházka v, roman j, jaluvka f, jonszta t , vrtková a, pleva l, jecmínek v, sieja s, brát r medical science monitor , 2021; 27: e934479 doi: 10.12659/msm.934479. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant and non mdt stent grafts were implanted in the endovascular treatment of traumatic thoracic aortic transections on unknown dates over a 17 year period. The most common cause of the injuries' were traffic accidents and falls or jumps, with the trauma location at the ishimaru zones 2 to 4 of the aortic isthmus. The following malfunctions were reported; inaccurate delivery, deformation in vivo, false lumen perfusion the following injuries were reported; re-intervention patient deaths were reported but there is no causal link that a valiant stent graft caused or contributed to any deaths.